Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer¿s blood glucose was 400 mg/dl. Customer declined to troubleshoot for high blood glucose because he stated the screen was blank. After inserting a battery, the pump came back on. After troubleshooting for the failed battery test alarm, it did not reoccur. The pump will not be returned for analysis.